Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03395. It was reported the patient had never received effective right foot stimulation. An sjm representative was unable to resolve the issue with reprogramming as stimulation was only achieved down to the ankle. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the patient received an additional scs lead. One of the existing leads was disconnected (remains implanted) and the new lead was connected in its place. Effective stimulation was achieved with the surgical intervention.